Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device logged the event code, however no defibrillation issue was observed. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had logged an event code that is associated with a failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.